Event description:
It was reported to technical services on (B)(6) 2011 that this IV lead has high thresholds at 6.5 at 2 ms. Found the best threshold at lv ring to can. They are working with dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).